Manufacturer narrative:
Additional information received on april 6, 2022 indicated that the right side cc, baker grade is IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2022, mentor received additional information regarding the patient¿s symptoms and the explantation date. Initially, it was reported that the patient experienced right-sided implant site calcification and breast pain postoperatively. However, additional information revealed that the patient experienced right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture on (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 17-mar-2022, mentor received additional information regarding the revision surgery. The patient underwent unilateral removal and replacement with a 590cc mentor memorygel breast implant (right catalog #:3505590bc, right serial #:(B)(4) for the right side and surgical intervention (scar revision and mastopexy) for the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with a 590cc mentor memorygel breast implant and experienced right-sided implant site calcification and breast pain postoperatively. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.